Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer concern: supply that they received was misshaped and sterile packaging is not intact on 02-dec-2025. Evaluated 3 boxes seal reservoirs. A visual inspection test was performed using appendix d, found the boxes were returned damaged but with a proper seal (physical damage). Per dop114-811doc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sterility anomaly. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a. Troubleshooting was performed. The packaging was reported as not sealed properly, misshaped, or sterile packaging not intact. No harm requiring medical intervention was reported. Mmt-332a, mmt-397a were requested and customer response was the device will be returned.